Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
We encountered a problem with a 50 ml syringe: the seal was no longer watertight. We use these syringes to prepare cytotoxics syringes, so it's a real problem when the operator finds cytotoxic leakage on his hands! Ref : 300865 lot : 2308743 exp : 31/07/2028 the device has been kept for analysis. Additional information: - this occurred during preparation in a laminar flow hood - user received chemotherapy on gloves (gloves changed and cleaned) - no damage to equipment - no impact on patient - samples available (used).

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the barrel is observed to be damaged between the 10ml and 20ml marking, verifying the reported incident. A device history review was performed for the reported lot 2308743, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.